Event description:
It was reported that the patient was buried. The coroner's office indicated that the cause of death was listed as "acute seizure caused by chronic seizure disorder and obesity". It was unknown if the patient was buried with the device or if it was explanted prior to burial. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
It was reported that the vns patient passed away on (B)(4) 2014 shortly after being admitted to the hospital. The physician suspects the cause of death was sudep as the patient had medically intractable secondarily generalized seizures, apnea, morbid obesity, and ictal bradycardia. Attempts for additional relevant information have been unsuccessful to date. The patient¿s hospital admission was reported in manufacturer report # 1644487-2015-03613.